Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 360-361 mg/dl. Suspected cause of elevated bg was not known. Customer delivered a correction bolus via pump to address bg level. A system check was performed, and air bubbles were observed within the tubing. Replacement infusion set and cartridge was sent to the customer to resolve issue.